Event description:
A report was received that during a permanent trial procedure, the physician had the leads implanted in place and when the pt was being put to sleep so the physician could suture the incision, the pt had obstructed breathing. The anesthesiologist could not reposition the pt's head and had to roll the pt down on a stretcher in order to administer general anesthesia and intubate the pt. When the pt was turned over, one of the leads was exposed. The physician explanted both leads and then re-implanted the pt with two new leads on the other side. The pt was reportedly doing well.

Manufacturer narrative:
This is the final report.